Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, activity of the left diaphragm weakened indicating phrenic nerve palsy (pnp). There was no diaphragm elevation, but the patient was placed under monitoring. The case was completed with cryo. It was unknown whether the pnp resolved. No further patient complications have been reported as a result of this event.